Event description:
It was reported that one interlink continu-flo blood set was observed with the spike detached from the blood/fluid chamber on the set. It was not specified when in the process this occurred. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection identified that the spike was separated from the blood chamber. This confirmed the reported condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.